Event description:
Customer states that the device does not support defibrillation discharge. Customer states there was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.